Manufacturer narrative:
The device was returned to zoll medical for evaluation. Review of the device activity log showed evidence of critical errors. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.